Manufacturer narrative:
The customer replaced the mcb, scale board, external alarm, and siderail interface board with no change. The hillrom technician suggested replacing the cable connecting the external alarm to the siderail interface board to resolve the reported event. Per the hillrom service manual, the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake alarm system: connect the bed to a wall power source, and set the brake to neutral. Make sure that the alarm activates and that you can hear it. If you cannot hear the alarm, troubleshoot the alarm and replace parts as necessary. Make sure that the alarm deactivates when the brake is set while the bed is connected to a wall power source. Make sure that the brake alarm switch is in the correct position. Adjust or replace parts as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician suggested replacing the cable connecting the external alarm to the siderail interface board to resolve the reported event. Hillrom technical support contacted the account two additional times trying to obtain the resolution for the reported event. No response has been received from the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).